Event description:
It was reported that, "the pt had an infection and dr. G. Removed the original knee implants on the femur and tibia to put in a biomet cement spacer."

Manufacturer narrative:
Additional info has been requested and if received will be provided in a supplemental report. Other devices listed in this report: cat# unk, lot# unk, desc: unk size 4 primary baseplate. Cat# unk, lot# unk, desc: unk size 4, 9mm insert. It cannot be determined which, if any of these devices may have caused or contributed to the pt's infection.